Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the possible cause and the root cause of reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited error b30 (scope communication error) due to peeling of cover of charged couple device cable. There was no patient involvement.